Event description:
Caller states patient had low blood glucose symptoms with result of 323 mg/dl obtained on the advantage system. Patient was then tested on fire department's meter and result was 40 mg/dl. A result in the 300's (mg/dl) was then obtained on the advantage system. Reported results were obtained within 10 minutes. Patient was treated with 2 doses of glucose suspension based on results obtained on the fire department's device. Patient received result of 48 mg/dl and was treated with more glucose; he then tested 175 mg/dl (values were obtained on fire department's device). Patient's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.